Event description:
The info received from the affiliate states that this patient (age and gender unknown) was presented to the interventional lab for an angioplasty procedure of an unknown lesion. There is no information available as if there was any difficulty accessing the lesion with a guidewire. When the physician inflated the balloon with an indeflator, it ruptured at 10 atmospheres. There was no reported injury to the patient. As per the qualrap, no additional information for this complaint is available.